Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d9; g3; h2; h3; h6 and h11. Corrected field: h8. Initially it was reported that the malfunction to be reportable. Upon further investigation, the reported malfunction should be coded and reported as a non-reportable malfunction instead of a reportable malfunction. In addition, the following reportable malfunction was identified during the device evaluation: outer tube dent on outer tube near distal end. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope image is rotated. There were no reports of patient harm.